Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon ruptured and customer noted blood in the tubing. The balloon was replaced without any further issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering over half of the balloon. The extender and pressure tubing were also returned. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink approximately 76.2cm from iab tip. The optical fiber was found to be broken at the same location of the separation. An additional optical fiber break was also observed within the membrane approximately 13.7cm from the iab tip an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon ruptured and customer noted blood in the tubing. The balloon was replaced without any further issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.